Manufacturer narrative:
(B)(4). Date sent: 11/06/2019. H10: corrected data: additional information received: the product code should be lxm16 instead of lxmc16. Device analysis: partial device (2-bead segment) was returned for device analysis. During the visual analysis of the beads, tooling marks were found on one of the washers. This could've been caused by the tools used during the explant procedure. The functional and dimensional analysis of the two beads show no anomalies from a device that has been changed as part of the explant procedure. Even though the returned two beads are conforming, the overall investigation is inconclusive due to receiving two (2) out of reported sixteen (16) beads. A conclusion could not be reached as to what may have caused or contributed to the event. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the explant procedure was scheduled for (B)(6) 2019. Did the linc explant take place at scheduled on (B)(6) 2019? If no, when will the linx be removed? It was reported that the product code was a linx 16. What was the product code for the linx device that was removed (lxmc16, ls16 or the lxc16)? What is the lot number? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Will the device be returning for evaluation?

Event description:
It was reported that after an implant procedure on (B)(6) 2017, doctor noticed an eroded linx device. One bead was visible. Patient will have explant procedure on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 07/17/2019. Additional information was requested, and the following was obtained: it was reported that the explant procedure was scheduled for (B)(6) 2019. Did the linc explant take place at scheduled on (B)(6) 2019? If no, when will the linx be removed? The removal of the visible beads took place on (B)(6) 2019. It was reported that the product code was a linx 16. What was the product code for the linx device that was removed (lxmc16, ls16 or the lxc16)? Lxmc 16. What is the lot number? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Pain. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Egd . Are pictures or videos available? No. How many beads eroded? 3. Where were the eroded beads positioned? Which best describes the device removal approach? 1. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date example 1. 2. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. 3. Endoscopically removed the entire device. 4. Laparoscopically removed the entire device. Was the patient stented? Unk. What is the current condition of the patient? Unk.